Manufacturer narrative:
(B)(4). D-10 oxf twin-peg cmntd fem sm PMA item# 161468, lot# 514930, oxf anat brg rt sm size 3 PMA item# 159568 ,lot# 459490. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised from an oxford partial knee to a vanguard total knee do to tibial tray loosening approximately eight (8) years after initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. Radiographs were provided and reviewed by a radiologist: significant findings include loosening noted along the medial and anterior portion of the tibial tray as evidenced by periprosthetic lucencies, difficult to exclude subsidence. The femoral hardware component appears intact. Bones otherwise appear intact and normal. No obvious soft tissue abnormality. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.